Event description:
It was reported the patient¿s device was t-wave oversensing. However, the patient did not receive inappropriate therapy and the physician elected to not perform a lead revision or replacement. Further, the patient is being monitored on merlin.net.